Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon noticed a tear on a 12.6 vicm5_12.6 implantable collamer lens, -11.0 diopter, during loading . According to the surgeon the lens was torn while pushing the lens with the foam tip plunger due to its resistance. There was no patient contact. On (B)(6) 2018 the surgeon implanted a same model and diopter lens into the patient's right eye (od) with no issues.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro centrifuge vial. Visual inspection found the lens missing two pieces of haptic with residue and debris on lens surface. (B)(4).

Manufacturer narrative:
Claim# (B)(4).